Event description:
It was reported that the patient was treated with an ac tightrope system on the (B)(6) 2023. The system became loose. The patient checked in post-op and an x-ray was performed. The patient had a grade 5 injury. The surgery was done in the first two weeks. The surgeon did not perform any vertical stabilisation. No further information received. Update avoe 28-mar-2024. It was confirmed that the patient had a grade 5 injury prior to the initial surgery. The failure was detected in the xray in the first appointment after surgery. No actions were taken so far to treat the patient after the loosening of the device.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Manufacturer narrative:
Additional information: d9, g3, h6. Complaint allegation confirmed. Visual inspection via photos confirms that the ac tightrope has loosened. Dfu states: postoperatively and until healing is complete, fixation provided by this device should be considered as temporary and may not withstand weight bearing or other unsupported stress. Dfu-0377-eor2_fmt_en page 3 of 9 the fixation provided by this device should be protected. The postoperative regimen prescribed by the physician should be strictly followed to avoid adverse stresses applied to the device and bone. The most likely cause for the reported failure can be attributed to a patient-specific event.